Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection shows signs of mild wear. Upon inspection, it can be seen that the tip is chipped. Investigation results concluded that the reported event was due to the product experienced forces in excess of what it was designed to encounter. The instructions for use (IFU) for this product states in the section titled warnings and precautions: avoid undue stress or strain when handling or cleaning instruments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following section was corrected: device manufacture date was corrected from nov 4, 2016 to nov 8, 2016

Manufacturer narrative:
(B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The facility reported there were three separate events, however the procedure dates are unknown; reference reports 0001032347-2017-00711 and 0001032347-2017-00713.

Event description:
It was reported the tip of the instrument fractured during a third molar extraction. It was confirmed there was no injury to the patient. The event did not cause a delay. The fractured piece was removed from the patient's mouth via suction.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.